Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead caused pericarditis; the patient was put on steroids. There was no lead malfunction. When the patient was taken off steroids, the lead began to cause inflammation again. The lead was explanted and no replacement could be implanted due to occlusion. The patient was supported by right ventricular pacing. Patient's condition was good post procedure.